Event description:
The customer obtained higher than expected vitros trop I es patient results for multiple patient samples from a single patient (patient results = 1.2, 2.9, 2.3, 3.68, 3.3, 3.42, 4.5, 4.5, 4.5, 1.2, 4.19, 4.3, 0.357, 0.533, 0.533, and 0.533 ng/ml) while using two vitros 5600 integrated systems. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es results were not reported to the clinician. The customer repeated one of the affected samples on an alternate, non-vitros method (repeat patient result = 0.0 ng/ml), and the customer believed the alternate method result to be correct. There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that higher than expected vitros trop I es patient results were obtained for multiple patient samples from a single patient. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause. However, the most likely assignable cause is an unknown sample interferent (heterophilic antibodies). Additionally, improper pre-analytical sample processing cannot be ruled out as a possible contributing factor. There was no evidence that the two vitros 5600 analyzers or vitros trop I es reagent had malfunctioned.